Event description:
Per the clinic, on (B)(6) 2014, the patient was administered general anesthesia to facilitate access to the implant and placement of the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.